Event description:
It was reported that during annual service a broken pin was noted at the system monitor connection slot.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin that was encountered at the edc service center, was confirmed. The heartmate power module (serial number (B)(6)) was confirmed to have the main pin from the system monitor bent, and additional parts were found in need of replacement. Despite the damaged connector, the unit was found to power up and operate as intended. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate power module instructions for use section 3, ¿using the power module¿ and section 6, ¿living with the power module¿ explain how to properly handle the system, including changing power sources and transport. No further information was provided. The manufacturer is closing the file on this event.